Manufacturer narrative:
Additional information: it was reported that the site has another foot pedal they are using. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #s7 screen flickering a1-a5) patient information was unavailable from the site. Manufacturer representative discovered that the foot pedal cord was driven over, damaged, and was interrupting navigation intermittently. However, part replacement has not been confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system screen was jittery throughout the procedure. Screen was flickering. Patient anatomy was not visible in look ahead view. Rep discovered that damage to the foot pedal cable was intermittently activating the foot pedal and interrupting navigation. There was no impact to patient. There was a reported delay to procedure of 15 minutes due to this issue.